Manufacturer narrative:
All buttons functioned properly during testing however, the insulin pump found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm and an emergency room visit to pick up supplies for his high blood glucose levels. The customer's blood glucose level was 341 mg/dl. The customer reported a symptom of frequent urination. The customer treated with a manual injection. The customer was not wearing the insulin pump while visiting the emergency room. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.